Event description:
During the evaluation of a spectrum pump, it alarmed for the slide clamp. It was reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the evaluation of the device, it falsely alarmed for a slide clamp. Review of the event history log suggests a significant delay in therapy while alarming to load the set. The device was further tested and was found to correctly alarm for a slide clamp. The cause of the alarm was undetermined.